Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter was not powering on when he was trying to test his blood glucose. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. In (B)(6) 2012, the patient reported the alleged issue first began. The patient reported taking oral medications (unknown type and dose) with diet and exercise to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications due to the alleged issue. The patient denied developing any symptoms due to the alleged issue. However in mid july, the patient reported he was seen in the emergency room (ER) and was given IV glucose. It is unclear if there were any blood glucose readings prior to the administration of glucose. The patient reported in (B)(6) at approximately 9:00pm, the patient's blood glucose was measured in a calibrated lab draw, and a result of '319mg/dl' was obtained. At the time of troubleshooting, the cca determined the battery did not need to be replaced. The cca confirmed this was not the first time the meter had been used and there was no misuse of the product. The patient was using the correct test strips, however did not have test strips available for a retest. The alleged issue remained unresolved with training. Replacement products were sent to the patient. Based on the information provide, this complaint is being reported because the patient claims he was treated in the ER by a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.